Manufacturer narrative:
One imp, tsv, 4.7, 10, mtx, mg (tsvtwb10) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing condition was type iii (low) bone density. The device was located on tooth site #19 (universal) and placed/removed same day. X-ray & picture evaluation: x-ray or picture image was not provided. DHR review: DHR review for the lot (1246359) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (1246359) was performed for similar events using keyword does not disengage/release and no complaint about nonconforming products was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvtwb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the doctor was unable to removed the transfer mount from the implant at the time of placement. Procedure was completed using another implant. Tooth #19.